Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted h6 - results - 114 is based upon the evaluation of the photograph provided by the user facility; 213 is based upon evaluation of the retention sample. H6 - conclusion - 4315 is based upon no device return and the evaluation of the photograph provided by the user facility; 67 is based upon evaluation of the retention sample. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. However, photographs of the actual sample were provided for review. Visual review confirmed a blood leak to the gas phase. A retention sample from the involved product code/lot# combination was evaluated. Visual inspection revealed no anomalies. The retention sample was filled with water in the blood phase and pressurized at 200kpa, while it was observed for any leak. No leak was confirmed. Review of device history records and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. The retention sample from the involved product code/lot# was verified to be the normal product. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported a leak with the involved capiox rx25 device; blood came out to side case. The procedure outcome and patient impact were reported to be unknown.